Event description:
Related to MFR #3005188751-2012-00298. The following event was found during a search of the (B)(4) database and contained within a biosense webster report. It was reported that during an atrial fibrillation procedure a pericardial effusion occurred while the physician was obtaining transseptal access. A slight drop in blood pressure was noticed and they confirmed the effusion on fluoroscopy, intracardiac echo, and eventually trans-thoracic echo. No ablation had been performed at the time of the pericardial effusion being noted. The patient stabilized, no pericardiocentesis or medical intervention was administered and the case was aborted. The catheters (including needle and sheath) in use when the event happened were a biosense webster ez steer coronary sinus catheter. St. Jude agilis sheath and brk transseptal needle and a boston scientific ice catheter. Further information was requested bt is unavailable.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A review of the DHR could not be done as the lot number was not provided. If the device is received or additional information becomes available the file will be reopened accordingly. The root cause classification of the reported pericardial effusion is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.